Event description:
Clinic notes dated (B)(6) 2014 note that the patient is experiencing an increase in seizures and that the generator battery is low. The notes indicate that the patient is being planned for generator replacement. Clinic notes dated (B)(6) 2014 note that the patient has not been seen in about five to six years. It was noted that the patient remains off all seizure medications and that the patient can feel the generator battery is weakening. It was also noted that the patient has noted an increase in night seizures. The notes indicate that the patient has about three or four convulsion during the day per month and at night, the patient is having an unknown number of seizures per month. It was noted that the patient agreed that the weakening generator battery could be the cause of the nocturnal seizures, but that it could also be due to his high use of benadryl. The patient underwent generator replacement surgery. The explanting facility does not return explanted devices for analysis; therefore no analysis can be performed.